Event description:
It was reported that the patient underwent a surgical procedure for an inflatable penile prosthesis (ipp). The physician believed that the device was no longer functioning properly. No patient complications were reported.

Manufacturer narrative:
Update information was entered into b5 describe event, d4 model number and lot number, and d6a implant date. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) due to the device not functioning properly. The physician reported that there was signs of fatigue on the tubing between the pump and cylinder that was the source of the fluid loss. A new ipp was implanted. No patient complications were reported.